Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, after the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. A 6fr sheath was used. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The proglide device was used in a mildly calcified and mildly tortuous vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. No tortuosity was changed to mild tortuosity. Evaluation summary: investigation of the returned device found that the plunger was still loaded inside the body of the device. There was slack on the link, which is an indication that the lever/foot was activated. Both cuffs were attached to the link and still loaded in the foot pockets. It appeared that the plunger was retracted prior to deploying, because the needle tip/rail end of the monofilament was inside the guide tube, instead being outside and exposed at the guide. During investigation, the plunger was deployed and the needle trajectory and push mandrel travel were acceptable. The anterior cuff was captured successfully. The proglide instructions for use states: while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked 2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar and the plunger is in contact with the body of the device. Disengage the needles by pulling the plunger assembly back (in the direction marked 3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. Based on the investigation, the device conformed to specification and the cause for the reported event is related to the operational context in the use of the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.